Event description:
Pt reported that they had experienced elevated blood glucose levels (200-280 mg/dl in 2004, and 170 mg/dl the following day, but after they switched to pt back-up device pt's blood glucose went back to normal. Pt also reported problems with recurring electronic errors being generated by the device. No treatment was received as a result of this incident.